Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and no non-conformance's were found. When the device was returned to mmd for investigation, it infused as expected. Mmd could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump was making a loud noise and stopped during feeding. They stated that the pump did not alarm, but they did not specify what alarm was expected. Mmd did not follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. At the time of the complaint, they stated that they had no other information to provide. [Complaint: (B)(4)].

Event description:
The initial reporter stated that the pump was making a loud noise and stopped during feeding. They stated that the pump did not alarm, but they did not specify what alarm was expected. Mmd did not follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. At the time of the complaint, they stated that they had no other information to provide. [Complaint-(B)(4).

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is return to mmd.